Event description:
In 2009, the pt reported that beginning in 2009, he has had elevated blood glucose readings ranging from 233 mg/dl to 317 mg/dl. He stated he did see a large air bubble in the insulin cartridge of his infusion device. He said that when he bolused, he "tipped the pump" so that he would get insulin instead of air. He then successfully primed the air bubble out. He was advised to always prime out any air bubbles. To troubleshoot, the pt was instructed to disconnect from his headset and prime out of the tubing which he did without error. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.